Event description:
The safety mechanism on the bd insyte autoguard is not working; when the button is pushed, the needle does not retract. This issue has been noted on at least two devices from lot# 1140531. There were no patient injuries reported. The facility is working with the local representative regarding replacement of impacted lot.